Event description:
It was reported to vyaire medical the paux port not working (circuit board failure). The reported issue occurred while in use on a patient.

Manufacturer narrative:
Vyaire medical investigation file #(B)(4). 81 other ¿ currently, the field service technician is waiting for the replacement part to assemble on-site at the customer facility. Therefore, a root cause has not been determined. No patient harm or injury reported. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : an on-site visit to the customer facility by vyaire medical's field service technician is scheduled.

Manufacturer narrative:
The customer's reported issue was confirmed through the log file analysis tool and adc screen shots that were utilized for the device evaluation. The findings included: defective auxiliary pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. The life bloc was replaced and the customers reported issue was resolved.